Manufacturer narrative:
The event of "capsular contracture, baker grade iii, IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, IV.

Event description:
Patient reported a unknown side ¿stage 3 and 4 of capsular contracture¿. Device has been explanted and replaced.